Event description:
It was reported that during an open reduction internal fixation of the right elbow, the threads peeled away from the shaft of a partially threaded 4.5 mm cannulated screw after implantation, which was clearly visible upon x-ray. The surgeon decided to leave the screw in the patient for fear of breakage. There was no reported patient harm or additional time added to the procedure. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.